Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported that during a paroxysmal atrial fibrillation (afib) procedure, the error 8 displayed on the carto 3 system when do the pacing. Upon request, additional information was provided by the bwi field representative on (B)(6) 2013. The reason for pacing was to assess conduction block. It was a hardware pacing issue. They could not do pacing from the direct port. They did the pacing from the ep system. Ports m1-m2 were being used for pacing. The stimulator used was dong fang. The physician did not think there was any potential risk to the patient from this pacing issue. The case was completed successfully. Since they were unable to pace from the direct port from the carto 3 system this complaint is indicative of a reportable event, thus marking (B)(6) 2013 as the alert date for this report.

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal atrial fibrillation (afib) procedure, the error 8 displayed on the carto 3 system when do the pacing. Upon request, additional information was provided by the bwi field representative on june 15, 2013. The reason for pacing was to assess conduction block. It was a hardware pacing issue. They could not do pacing from the direct port. They did the pacing from the ep system. Ports m1-m2 were being used for pacing. The stimulator used was dong fang. The physician did not think there was any potential risk to the patient from this pacing issue. The case was completed successfully. The pacing cable was connected to the ep system and the case was completed. The bwi field service engineer reported that the problem was solved by the bs ECG cable replacement. System is operational. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service. An internal corrective action has been opened to address the bs ECG cable failures in the field.